Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having no deliveries during a bolus/basal and ended up in the hospital due to diabetes ketoacidosis. The blood glucose reading was on the 700s mg/dl. The customer had vomiting, severe abdominal pain, and gastroparesis. Troubleshooting was performed. The alarm history revealed several no delivery alarms. Ran a fixed prime test while the customer was disconnected. It was stated that the customer was bleeding at the site, which may have caused the no delivery alarms. No further information was provided.